Manufacturer narrative:
Corrected data: e2 - hcp e3 - occupation updated data: h6 - method, results and conclusion codes conclusion: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: static images and media files were provided for review of the event description above. Complete patient¿s executive summary was not provided; however, a few images from the executive summary were provided for anatomical review and added below. Patient¿s annular perimeter was 78.5 millimeter (mm) with a perimeter derived diameter of 25mm suggesting a 29mm evolut. The left ventricular outflow tract (lvot) was flared out to 81.7mm. Fluoroscopic valve load inspection was performed and confirmed a good load. During the second deployment attempt, depth assessment was performed in the cusp overlap view with a depth at the non-coronary cusp (ncc) of 3-4mm. Depth assessment was then performed in the left anterior oblique view with a depth at the left coronary cusp (lcc) of 8-9mm. Per medtronic best practices, the target implant depth is 3mm. Recapture should be considered when the depth is <(><<)>1mm or >5mm. In this case, the valve depth at the lcc of approximately 8-9mm warranted a recapture. Despite the deep implantation, the valve was released dislodging towards the left ventricle. The valve waist was visible at the annular level of the native aortic valve. At this point, the dislodged valve was snared to the ascending aorta and no further action was taken. The reported event indicates that the valve was then deployed at a good depth of 3 mm. The valve was released during rapid pacing of 120 beats per minute (bpm). During the release of the valve, the valve went slightly deeper to a depth of 1-2 mm. An angiogram revealed the valve moved towards the left ventricle up to the waist of the native valve. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. As reported, the valve was snared up into the ascending aorta with two snares, though use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). Based on the image review, during the second deployment attempt, the valve depth at the lcc of approximately 8-9mm warranted a recapture. Despite the deep implantation, the valve was released dislodging towards the left ventricle. Dislodge events are typically not related to a device malfunction. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that no additional valve was implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a low amount of calcification, the valve was successfully loaded and confirmed via fluoroscopy. No pre-balloon aortic valvuloplasty (bav) was performed. The valve was implanted in the cusp overlap view. The valve was deployed at approximately 5-6 millimeter (mm) position and was recaptured. The valve was then deployed at a good depth of 3 mm. The valve was released during rapid pacing of 120 beats per minute (bpm). During the release of the valve, the valve went slightly deeper to a depth of 1-2 mm. An angiogram revealed the valve moved towards the left ventricle up to the waist of the native valve. No hypertensive pressure increase was present during the procedure. The valve was snared up into the ascending aorta with two snares. No other treatment was performed. No additional adverse patient effects were reported.